Event description:
It was reported that pump displayed malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer did not require assistance from a third-party. Technical support was unable to reset pump. The customer reverted to an alternate method of insulin therapy.